Manufacturer narrative:
Other relevant device(s) are: product ID: 9733678, serial/lot #: (B)(4). The product was serviced in the field and passed all testing. The system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was some black and discoloration on the power cable. There was no patient present at the time of the event.